Manufacturer narrative:
Per additional information received on january 08, 2026, the patient dob (B)(6) 1979; ethnicity: white, not hispanic/latino) underwent primary augmentation in canada and experienced the adverse event on march 1, 2009; she reports a long-standing, progressively worsening constellation of symptoms ¿ including night sweats, sleep disturbance, fatigue, cognitive impairment described as ¿brain fog¿ with memory problems, progressive hair loss, and diffuse muscle pain ¿ and notes that her implants have slowly decreased in volume over many years, with the exact timing of onset difficult to determine but with a clear year-to-year reduction. Manufacturer¿s reference number: (B)(4).

Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: generalized illnesses. H6 health effect - clinical code e2402: generalized illnesses. Mentor is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which mentor has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, mentor, or its employees that the report constitutes an admission that the device, mentor, or its employees caused or contributed to the potential event described in this report. If certain information is unknown, not available or does not apply, the section/field of the form is left blank. D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. Manufacturer¿s reference number: (B)(4).

Event description:
A female patient who underwent an unspecified breast surgery with mentor smooth round moderate profile 325cc saline prosthesis experienced generalized illnesses post operation. The patient reported that for many years she has health issues, and never found a reel diagnosis, and worried about implant illnesses. As a result, the patient underwent bilateral removal surgery on an unspecified date. This report relates to the left side.

Manufacturer narrative:
On january 15, 2026, mentor became aware that the follow up: #1 missed reporting the following: left implant: serial/ lot (B)(6), right implant: serial/ lot (B)(6). The manufacturing record evaluation (mre) was reviewed, and no anomalies were found related to this complaint. In addition, the mre review verifies that the device was manufactured in accordance with documented specification and procedures. Manufacturer¿s reference number: (B)(4).